Manufacturer narrative:
Not reportable-trainer system - cannot have patient impact. The complaint record is downgraded as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional reportable information is received, the complaint will be reopened and new information will be submitted.

Event description:
Not reportable-trainer system - cannot have patient impact.

Manufacturer narrative:
A supplemental will be submitted on completion of investigation.

Event description:
It was reported that during a demo performed by a getinge sales representative, the cardiosave intra-aortic balloon pump (iabp) trainer was not working properly. It would intermittently stop working. (No waveform). There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.